Event description:
It was reported that implant fractured at the collar of the implant and was removed including lower part of the implant. Doctor also reported bone loss. Pain and gingival bleeding were reported as a result of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number:k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual evaluation of the as returned implant identified a fracture at the collar; however, only a piece of the fractured collar was returned, remaining implant body not returned. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, similar complaints for bone loss related problems have been previously investigated. Device history record (DHR) review was completed for the subject lot number (63640368). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant and medical: bone loss. Therefore, based on the available information, device malfunction did occur, and the reported event of implant fracture was confirmed. However, the reported event of bone loss is non-verifiable.

Event description:
No further event information is available at the time of this report.